Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the touchscreen displays vertical green lines. Reportedly, the customer is still able to interact with the pump. In addition, it was reported that the customer received multiple cartridge error messages with multiple cartridges during the load process. Customer had elevated blood glucose levels (approximately 300 mg/dl). Customer used insulin pens to stabilize blood glucose levels. Customer indicated that they have back up insulin pens for continued insulin therapy.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.